Manufacturer narrative:
On june 18, 2020, the mentor failure analysis lab received the device for evaluation. On june 29, 2020, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation of the device, an area of siltex cracking was observed on the posterior aspect. Additionally, a tear was noted within the siltex cracking measuring approximately 0.3 cm. The deflation could have been caused for the mammogram that the patient had. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/ or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor siltex round moderate profile 300cc and experienced a deflation on the left side post-operatively, which was confirmed by a physician. The patient indicated they noticed the deflation immediately following a routine mammogram. As a result, the patient underwent explantation on (B)(6) 2020.